Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Attempts were made to replicate the user complaint and were able to successfully scan on an iphone device with fsll version 2.5.3.3088 (ios) , using a known good libre 2 sensor. The extended investigation did not identify any issues with the librelink app. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding missing the glucose alarm while wearing the adc device using the freestyle libre link. As a result, a blood glucose result of "lo- 2.9" was reported (unknown device) and the customer experienced shivering and was unable to stand. The customer was provided a glucose tablet and coke by an hcp for treatment. No further information was reported. There was no report of death or permanent injury associated with this event.